Event description:
Rptr installed software on treatment planning computer on 11/10/98. Rptr had contacted MFR on the 10th to get the aurhorization code necessary to install the software. Over the next two days, rptr had problems while operating the software, such as "features disappearing". Rptr states that while operating the digital radiograph, the feature would disappear, requiring the rptr to turn it back on again. Rptr states that another facility informed her that they rec'd a fax from the MFR regarding this software. The fax dated 11/10/98 stated that if a user had an "hp" platform, do not install version 2-3-0. Rptr claims that she has an "hp" platform, and that the MFR never gave notification of potential problems associated with installing this software. Rptr has left a voice mail with the MFR regarding this problem, and wants to know what to do with the system now.